Event description:
A customer contacted beckman coulter regarding an elevated accu tnl (troponin) result from a single patient that was generated by the access 2 instrument. The elevated accu tnl result (sample a) was 3.09ng/ml. The elevated accu tnl result from sample a was reported out of the lab. The customer indicated later that morning, a new sample (b) for accu tnl was collected from the patient. The accu tnl result from sample b ws 0.22ng/ml and the result was reported out of the lab. The customer indicated that sample a was retested after the lower accu tnl result from sample b was reported out of the lab. The repeated accu tnl result for sample a was 0.24ng/ml. The repeated accu tnl result from sample a was reported out of the lab as a corrected report. There has been no change to patient treatment or any injury that can be attributed to this event.